Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On a (B)(6) 2022, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Four or five days after placement the patient was prescribed a five day course of cipro for stoma site drainage, which improved. The infection returned and the patient was prescribed trimethoprim/sulfamethoxazole for 14 days and was provided a gel ointment to use on the outside of the stoma.

Event description:
Additional information received 10-jun-2022: lot# for peg and peg-j provided.

Manufacturer narrative:
Reference record #(B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.